Event description:
It was reported that a malfunction alarm occurred with malfunction code 12 and the issue was resolved by resetting the pump, which did not recur afterward. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to continue using the pump and was instructed to contact support if the malfunction code appeared again.